Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined there was an issue with the electrode. The customer replacing the electrode resolved the issue. He ran a precision check that met specifications. The customer ran calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas 8000 cobas ise module serial number (B)(4). The day before, the customer had changed the electrodes as part of normal maintenance. In the middle of the day, the customer had failing qc results which prompted them to replace the electrodes again and repeat the patient samples on another analyzer. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory and were corrected.